Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates, passed the self test, and all operating currents were within the specification. No unexpected low battery, off no power, battery out of limit alarm, or blank display was noted during testing. No moisture damage inside pump was noted. The pump was received with a scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The additional cosmetic damage on the insulin pump was a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was shutting off and after putting in a new battery, the pump is now working fine. Customer's blood glucose was 457 mg/dl. Customer treated through using the pump. Customer's mother was calling back with a blank display after pump rest and after receiving a new battery cap. Caller stated that the display was not less than 30 seconds. Caller received a battery out limit alarm after inserting a new battery. Customer currently has a blank display. Caller stated that the battery cap was not damaged or corroded. Caller stated that the battery will last less than 2 weeks. Caller was advised that the average battery life is a week or 7 days and it depends on the usage of the pump and settings. Caller was also explained how to get an upgrade to the new pump.